Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level (bg) was displayed as high; cause was due to occlusion alarm. Reportedly, the customer reverted to an alternate method of insulin therapy to address bg level. Reportedly, the issue was resolved after performing a supply change.